Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due a methicillin-sensitive staphylococcus aureus infection with vegetation on the right atrial (ra) lead. A leadless implantable pulse generator (ipg) was then implanted. No further patient complications have been reported as a result of this event.